Event description:
Another healthcare profession reported that, following intraocular lens implant procedure, a filament was noted on the lens, after clearing up the viscoelastic gel from the eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).